Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded inappropriate atrial tachy response (atr) episodes. Technical services (ts) analyzed device episode data and determined that this was due to oversensing of the ventricular signal on the atrial channel. Device programming was adjusted to be better optimized for this patient. No adverse patient effects were reported. Currently, this ICD remains in service.